Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter in which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Initially it was reported that after about an hour into the procedure, there was noise on the ablation catheter channel 3-4 that made the signal unreadable. The signal was normal for the first half of the procedure. The cable was switched with a new one and that did not resolve the issue. The catheter was replaced with a new one and that resolved the problem. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-may-2024, observed a separation between the pebax and the electrode section and a reddish material inside it. This event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 09-may-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-mar-2024. The device evaluation was completed on 09-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between the pebax and electrode section and there was reddish material inside of it. This finding was further confirmed through scanning electron microscope (sem) analysis. An electrical test was performed, and no issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the electrical issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened for further investigation of the sleeve insolation to prevent fluids to get inside into the device. Manufacturer¿s reference number: (B)(4).